Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet entered bg run mode after the user¿s continuous glucose monitor (cgm) supply ran out for approximately one week, and the pump stopped automated dosing as designed with a reported glucose of 346 mg/dl. The user did not understand why dosing had ceased until education was provided, and they transitioned to backup subcutaneous insulin. Symptoms included headache and dry mouth associated with hyperglycemia. Outcomes included temporary hyperglycemia managed with backup therapy without hospitalization. Investigation included case review, user. Investigation of this case revealed expected device behavior with bg run mode expiration and no device malfunction, consistent with use without an active cgm and user misunderstanding of system status. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions due to lack of understanding and cgm unavailability, with device performing as intended.